Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at the hospital to have the right ventricular (rv) lead revision due to lead fracture. Lead noise was noted during remote monitoring in (B)(6) 2021, as well as oversensing. The lead also exhibited a sudden decrease in impedance on the monitoring trend. The physician opted to explant and replace the lead, a new lead was successfully implanted. No patient condition was not reported.